Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. The device history record (DHR) for the 18 in. (46cm) single port dual bladder cylindrical cuff, part number 60766600200, review could not be performed as a lot number was not provided for the reported event. On (B)(6) 2017, it was reported from (B)(4) that a 18 in. (46cm) single port dual bladder cylindrical cuff had a leak between the main bladder and the secondary bladder. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that there was a possible leak on the tourniquet cuff between the main bladder and the secondary bladder. No adverse events were reported as a result of this malfunction.